Event description:
It was reported that the bd phaseal¿ secondary set c61 leaked. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: investigation was performed based on customer¿s description of event and DHR review. Prior to starting of this lot solvent dispenser was checked for proper functionality. All samples for functional testing passed the tests and visual inspection. Customer is describing isolated incident of leakage on phaseal-spike joint. Operators involved in production are validated and trained. After DHR review no ncr-s reported during production related to issues costumer was describing. No physical samples received for this complaint. In the customer comments section, customer is describing a picture was provided but there is no picture attached. Probable root cause is insufficient solvent applied on the phaseal connector prior to assembly with spike component. One complaint reported on this lot and this defect, no trend observed.

Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ secondary set c61 leaked. There was no report of exposure, injury, or medical intervention.